Manufacturer narrative:
It was observed that 1 incomplete flotrac kit was received for evaluation. It was observed that the kit appeared to have been used. Clear fluid was observed to be inside of the line. Our evaluation did not reveal any visible contamination around the stand-alone stopcock (middle of the line). Function testing using saline to flush the line did not reveal any contamination in the collected saline. The tubings were also disconnected from the stopcock for further examination. There was no visible contamination observed from the stopcocks or the attached tubing connectors. The rest of the returned kit was also examined in the same manner; however, no contamination was found.

Event description:
It was reported that it was observed that the three way stop cock in the middle of the line was contaminated before use.